Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that down button was very hard to press and had delayed response for several months. It must be pressed hard multiple times to get a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 10/11/2013-device evaluation: the pump has been returned and evaluated by product analysis on 09/25/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No damage was observed to the pump keypad cover. During testing, the down arrow keypad button was intermittently unresponsive and the up arrow keypad button was completely unresponsive; all other keypad buttons responded properly. The keypad cover was removed and contamination was found under the contrast, down arrow, and up arrow key contacts. The up arrow key contact was also found to be inverted.